Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2010; 419478 lead, implanted: (B)(6) 2005. Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a system infection with vegetation on the leads. The device and leads were explanted and replaced at a later date. No further patient complications have been reported as a result of this event.